Event description:
Allegedly, component implantation on (B)(6) 2005. On 2026-02-04, the rep was informed that a revision surgery will be performed due to an infection. On (B)(6) 2026, revision surgery was conducted and all implanted products were removed from the patient. The doctor commented that the loosening was caused by an infection. Japan oc-00000727.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The alleged complaint is confirmed. The provided information reports that the patient experienced an infection that likely resulted in septic loosening of the knee construct. The receiving incident report states that the patient was implanted with these products for more than 20 years (approximately 249 months). From review of a provided radiograph, there is radiolucency evident in the bone-interfacing regions of the femoral and tibial constructs which is an indication of possible changes in implant positioning. Mpo did not have previous radiographs for comparison to evaluate for changes in implant positioning and quality of fixation over time. Mpo did not receive the manufacturing lot information for the implants. Therefore, the device history record is unable to be reviewed, and mpo is also unable to evaluate the complaint history for the subject manufacturing lots. Infection is a known risk of total knee arthroplasty. The microport knee systems package insert lists "deep wound infection (early or late) which may necessitate removal of the prosthesis" as a known possible adverse effect of total knee arthroplasty. The source of the infection cannot be determined from the available information. Mpo has not identified any trends for infection or loosening involving these product families at the time of this complaint. This issue will continue to be monitored through complaint tracking.